Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and anaemia ("anemia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, d&c). At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, uterine leiomyoma and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: new events- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uterine fibroids, anemia were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and anaemia ("anemia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, d&c). At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, uterine leiomyoma and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.